Manufacturer narrative:
Complaint was confirmed. Visual evaluation showed the devices was returned without the suture and anchor. Only with the two needles. No damaged was observed. The most likely cause can be attributed to user error due to the unpackaged condition of the device. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
It was reported that during scapholunate ligament reconstruction surgery while unpacking it was noticed, that the anchor is missing and the sutures were not clamped into the anchor. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.